Event description:
It was reported the customer had no delivery alarms when attempting to bolus. Troubleshooting could not be completed at the time of the call. The customer stated they had changed out their infusion set several times, but the alarm persists. Customer also stated they would change their battery once a week. The customer was advised the frequent alarms they were receiving would deplete the battery life on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.